Manufacturer narrative:
Method: x-ray. Evaluation summary: the returned device was received and evaluated visually, by light microscope, and x-ray. As received leaflet 2 and leaflet 3 were mostly cut off, approximately 3mm of tissue remains intact along the attachment. At leaflet 1 moderate to heavy calcification is evident in the cusp area. Calcification restricted mobility in the leaflet and led to stenosis. Host tissue is moderate at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrates calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a quality deficiency during the manufacture of this device, that may have contributed to this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative - the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 2 years (23.13 months) due to stenosis. Per the discharge summary: (B)(6) is a (B)(6) man who is status post (B)(4) in 2004... Status post redo sternotomy with aortic valve replacement in 2008... He presented with shortness of breath/chf secondary to critical prosthetic aortic valve stenosis and is documented by echocardiography. There is 3-vessel coronary disease with patent coronary bypass grafts. Per the operative report: during surgery we found the prosthetic aortic valve to have one commissure totally calcified and fusion of another commissure. There were severe adhesions and the dissection of the heart.